Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the intra-aortic balloon pump (iabp) and found error logs indicating autofill failure and several "leak in circuit" alarms. Stm also found incorrect date-reset and found helium tank empty. To resolve the issue, the stm replaced the helium tank. Stm performed diagnostic checks and no leak could be found. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a leak occurred on the cs300 intra-aortic balloon pump (iabp). No further description or information was provided to clarify the leak type. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involved. However, there was no adverse event reported.